Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks due to a change in morphology. Technical services (ts) was consulted and advised bringing the patient into clinic to reproduce and explore the signal quality of primary vector. Besides the inappropriate therapy, no other adverse patient effects were reported. This s-ICD remains in service.